Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that a head of a screw was missing. Patient status unknown, surgery status unknown. No other information available. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Event description:
Additional event information : the issue was discovered during the sterilization at the decontamination/sterilization site. Since the part that was reported is a universal drill guide. The end of the device was broken, no further info available, it can be checked during investigation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: (B)(4), selected flow: visual / examples: missing feature or component. Visual inspection: the headpiece and the movable sleeve including spring are missing. There are wear marks at the corners of flat bar visible. Otherwise is the device in a good condition, including the thread where the headpiece is attached. Drawing/specification review: the dai (disassembly assembly instruction) was reviewed, the review has shown that this device has to be disassembled for reprocessing. Also spare parts for universal drill guide was reviewed and it can be mentioned that all missing parts are available as spare parts the review of the manufacturing documents has shown that the lot l938675 did pass a 100% function control during final inspection. Investigation conclusion: the complaint is confirmed as three components of the received drill guide are missing. The used condition indicates that this device was previously used without any issues. Therefore and as the device did pass the 100% function control during the final inspection a manufacturing related issue can be excluded. We assume that the missing components simply did get lost during reprocessing. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 323.202, lot: l938675, manufacturing site: haegendorf, release to warehouse date: oct. 15, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.